Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer's blood glucose reading at the time of the incident was 199 mg/dl. Customer stated that they also had a low blood glucose readings episode and passed out. Customer stated that it was due to not eating to treat. Customer does not use the sensor feature and they are able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.